Event description:
Reportedly, the endo gia roticulator 60 3.5mm stapled correctly over approximately 1cm of the rectum. After that, all the staples were malformed/open/not formed at all, while the tissue was divided by a knife blade, leaving the proximal colon with an open lumen. The distal stump appeared closed. The transaction was completed using an endo gia roticulator 45 3.5mm that performed perfectly on the same tissue thickness and using the same endo gia universal handle. The surgeon performed a temporary ileostomy. The anastomosis could be performed using a pceea.